Manufacturer narrative:
B2: date of death: used (B)(6) 2024, as the exact death date was unknown. B3: date of event: used (B)(6) 2024, as the exact death date was unknown. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
Synergy china registry it was reported that the patient died. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis and was 18 mm long, with reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and followed by the placement of 2.75 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the patient died, and the primary cause of death is unknown. At the time of event, the subject was on aspirin and clopidogrel. There was no action was taken to treat the event, and it is unknown if an autopsy was performed or not.